Event description:
It was reported that the balloon was broken. The 70% stenosed target lesion was located in the non-tortuous and mildly calcified left anterior descending artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for percutaneous coronary intervention (pci). During the procedure, it was noted that the balloon was broken upon second inflation at 8 atmospheres within 5 seconds. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported, and the patient was stable post-procedure.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. A visual examination of the balloon identified blood and no issues identified with the hypotube shaft. No kinks or damages identified during visual and microscopic examination of the extrusion shaft. A detailed microscopic examination of the balloon material identified blood within the balloon. When inflating the device a pinhole was located 1mm distal from proximal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. Inflation testing was performed, and the device was left in the waterbath at 37 degrees. An attempt was then made to inflate the balloon to 12 atmospheres as per wolverine instruction for use (IFU) using the inflation aid, however, a pinhole was located 1mm distal from proximal markerband. No other issues were identified during the product analysis.

Event description:
It was reported that the balloon was broken. The 70% stenosed target lesion was located in the non-tortuous and mildly calcified left anterior descending artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for percutaneous coronary intervention (pci). During the procedure, it was noted that the balloon was broken upon second inflation at 8 atmospheres within 5 seconds. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported, and the patient was stable post-procedure.